Manufacturer narrative:
The device has not yet been returned. A follow up MDR will be submitted following the plant's evaluation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When he opened the cassette door he found fluid leaking. He reported that he had completed treatment with no alarms. The set is available for evaluation. During follow up, the patient reported that he had no complications. No adverse event reported at this time.

Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation, however, a companion sample from the same lot was returned from stock for investigation and no defects were noted during visual evaluation and simulated use testing. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.